Event description:
It was reported that on literature review "technical note on the removal of a ¿cold-welded¿ lag screw from a trigen meta-tan nail¿, during the revision surgery of one (1) patient, the head of one distal locking screw broke. They excavated the surrounding bone and removed the broken screw shaft using a trephine. Also, the proximal lag screw was difficult to remove, its screw head was found damaged. They excised the outer cortical bone and cut the circumference of the nail around the lag screw insertion part using a competitor's carbide drill, but they were unable to remove it. Finally, they cut the lag screw in the nail using the competitor's drill and were able to remove it and the nail. Competitor's devices were implanted in exchange. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Yanagisawa, y., eda, y., & yamazaki, m. (2021). Technical note on the removal of a ¿cold-welded¿ lag screw from a trigen meta-tan nail. Trauma case reports, 35, 100526. Doi: https://doi.org/10.1016/j.tcr.2021.100526.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00101051-2